Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report for a failed preventive maintenance was confirmed during the service repair process. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The customer report for a failed preventive maintenance was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of a failed preventative maintenance was determined by service to be due a calibration issue. The system was recalibrated for rate accuracy and pressure with passing results. The proximate cause of the bezel assembly cracks was reported by service to be due to customer damage. The air-in-line assembly was evaluated for the air-in-line recall by service and was determined to not be affected.

Event description:
It was reported that the device had a an accuracy - low (volume, temp, pressure) issue.